Manufacturer narrative:
As the serial number is unknown, no investigation is possible at this time and the root cause for the reported event cannot be established at this time. Given that the patient was treated with antiplatelet aggregation agent with no evidence of a device explant during the reoperation, there is not enough evidence to suspect the presence of a malfunction in the device. However, since no further information was received, the root cause cannot be ultimately confirmed. The manufacturer attempted to retrieve additional information on the event but no further details has been received to date. Should the manufacturer receive further information in the future, the case will be re-assessed and a follow-up report will be created. The root cause thus cannot be established.

Manufacturer narrative:
Device still implanted.

Event description:
The manufacturer received information of a thrombosis on a perceval leaflet treated by antiplatelet aggregation agent. No further information is presently available.